Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm micl12.6 implantable collamer lens, -14.50 diopter, in the patients eye but the lens was not opening fully and appeared to unfold upside down. Upon removal of the lens, the lens tore. The backup lens was used to complete the implantation procedure.

Manufacturer narrative:
G3 corrected to 20-may-2021 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the haptics torn. Claim # (B)(4).